Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the lead had moved and that the manufacturing representative (rep) reprogrammed their device. The indicated that no further steps were planned at that time.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: on (B)(6) 2023. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: on (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-aug-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the stimulator has not given the patient relief since day one. Caller stated they met with manufacturer representative (rep) a month or so ago and they were supposed to meet with her again today, but they have been unable to get the device charged because they had ordered some x rays and some of the leads had moved. Caller reported rep wanted to do some reprogramming but they cannot get it recharged. Caller was with the patient during the call and confirmed seeing no device found. Agent walked caller through starting a recharging session. Caller confirmed seeing recharging excellent with the controller at 80% and the implant in the red. The controller battery increased to green while on the call. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The patient was redirected to t heir healthcare provider to further address the issue.